Event description:
It was reported that this recently implanted right ventricular (rv) lead was explanted due to an unspecified product performance issue. A new non-boston scientific product was implanted successfully with no patient complications reported. This is all the information provided at this time. Outside of the revision, no adverse patient effects were reported.